Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 1995. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The modular head and liner were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.